Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 200 mg/dl. The customer was treated by bolus with intravenous drip. Customer states the battery cap and metal piece fell out. It was unknown if auto mode was active or not. No further medical complications were reported. The insulin pump will not be returned for analysis.